Event description:
It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the energization was unsuccessful. The snare was securely connected to the active cord, and no visible problem was noted with the cautery pin. The procedure was completed with another different snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.